Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. No customer samples and no photos were received in support of this complaint. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 bd vacutainer® lithium heparinn 75 usp units blood collection tubes experienced an underfill of a tube with blood. The following information was provided by the initial reporter: phase: when used. Defects: insufficient blood volume. Unit: 5 pcs. Impact: no impact on patients and users.

Event description:
It was reported that 5 bd vacutainer® lithium heparinn 75 usp units blood collection tubes experienced an underfill of a tube with blood. The following information was provided by the initial reporter: phase: when used. Defects: insufficient blood volume. Unit: 5 pcs. Impact: no impact on patients and users.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation?: yes. D9: returned to manufacturer on: 12/2/2021. H6: investigation: bd received four (4) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.